Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with severely cracked and bleeding liquid crystal display glass. Although, the device had a missing support disk and cracked end cap. Further testing could not be performed due to the bleeding liquid crystal display glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marked in the united states.

Event description:
It was reported that the customer's insulin pump had an error alarm. No further information was provided.